Manufacturer narrative:
Testing of actual/suspected device fse removed and replaced front end board. Fse reseated pneumatic drive assembly cable connectors to backplane board. Original software was reloaded and 30 psi transducers recalibrated. Fse performed completed pm with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The initial reporter named is a getinge employee whose contact details differ from that of the event site. A contact at the event site is: (B)(6).

Event description:
It was reported that critical system failure fault codes were discovered in the cardiosave intra-aortic balloon pump (iabp) logs during a preventive maintenance (pm) performed by a getinge field service engineer (fse). Fault code#107- iso cbit failure was logged 170 times and fault code#124 pneumatic critical failure was logged 3 times. There was no patient involvement, and no adverse event was reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6, h10